Event description:
Customer reportedly experienced a hypoglycemic episode with symptoms not matching compact plus device results. At 07.00 the customer took his customary 58 units of humulin n. It is not stated whether or not he ate breakfast. He was not feeling well at about 09.00 and he checked his glucose. His reading was 259 mg/dl. At about 09.18 his wife called the emts because of his symptoms. His level of consciousness is not reported, but it was stated that he was unable to self-treat. The emt glucose and patient meter glucose values were identical at 50 mg/dl on both the medical meter and the customer's meter. He was treated with food and recovered quickly. No delay in treatment reported, as the emts were called based upon his symptoms. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.